Event description:
It was observed during the device inspection, that the rhino-laryngo videoscope exhibited insertion part tear. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. It has been over seven (7) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the event, however, the root cause could not be identified. Although the condition of the device could not be thoroughly checked during investigation, it was assumed that incorrect handling methods of the facility occurred. The event can be prevented by following the instructions for use which state: ¿enf-v3/vh instructions operation manual do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.". Olympus will continue to monitor field performance for this device.